Manufacturer narrative:
Date sent to the FDA: 03/24/2021. Additional h6 component code: g07002 conforming device. Additional information: d4, d9, h4, h6. A manufacturing record evaluation was performed for the finished device lot number qlmcmk, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Fourteen unopened samples of product code y443h were received for evaluation. Visual inspection of unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. Additional information was requested and the following was obtained. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent. -were the previous events reported? . No, nothing reported. This was the first report the hospital made. No additional info available on the previous issues -was there any patient consequences? No -lot - qlmcmk.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke off during subcutaneous use. There were no adverse patient consequences reported.